Manufacturer narrative:
This product is not marketed in the us. No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.7 mm vicm5_13.7, -7.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. Before implantation the lens tore/broke. The lens was not implanted. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional data: device evaluation: the lens was returned in liquid; in lens case/vial. Visual inspection found a torn haptic. (B)(4).